Event description:
The hosp reported that during the saphenous vein procedure co2 would not pass through system and the dissection tip became lodged in the tissue of leg. The surgeon had to convert to the traditional open method to extract the tip. No additional pt complications were reported.